Event description:
Complainant alleged that the device would not pace. There was no indication from the complainant of any pt involvement in the reported malfunction. Numerous attempts were made to contact the customer in an effort to obtain additional event info, and to obtain info regarding possible pt involvement in the reported problem. All attempts to obtain additional info were unsuccessful.